Event description:
It was reported that the patient developed a lump around the spinal cord stimulation (scs) lead sites, and the patient noticed inadequate stimulation. Imaging performed confirmed that the leads migrated. The patient underwent a procedure where the scs system was explanted. Post operatively, the patient was doing well. The explanted devices will not be returned as they were disposed by the hospital.

Manufacturer narrative:
Block b3: exact date unknown, event likely occurred in 27aug2025. Block d.2b; additional applicable product codes: qrb. Additional suspect medical device components involved in the event: product family: scs-ipg-r-MRI. Upn: m365sc12320. Model: sc-1232. Serial: (B)(6). Batch: 752877. UDI: (B)(4). Product family: scs-linear leads. Upn: m365sc2317700. Model: sc-2317-70. Serial: (B)(6). Batch: 7073899 UDI: (B)(4).